Event description:
It was reported that log files were submitted for patient with driveline power fault alarm. The log confirmed the reported driveline powe fault (power b fault) alarms on (B)(6) 2023. Clinician cleared driveline power fault with monitor. Clinician also stated yellow line was visible at modular cable upon patient presentation to emergency department and clinician tightened the connection to ensure it was secure and to cover yellow line. Log files were unremarkable other than noting driveline power fault (wire b). Clinician stated, it was possible driveline connection was loose. Following tightening of driveline connection and clearing the alarm on monitor, alarm did not return. Alarm appeared to have resolved. Clinician sent patient home after alarm resolved. Patient will be monitored on outpatient basis and was instructed to call coordinator if alarm returns. No equipment was replaced. Related pump is reported under MFR# 2916596-2023-06808.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via evaluation of the submitted log file, containing approximately 1 day of data (07sep2023 to 08sep2023 per timestamp). At 15:37:22 on 08sep2023, a brief power b broken fault was observed, causing a driveline power fault alarm to activate. While the fault cleared shortly after the alarm activated, the alarm latched and stayed active through the remainder of the log file. The observed alarm and fault did not impact the ability of the controller to operate the pump, as the pump maintained a speed above the low speed limit throughout the data. The modular cable (lot number: 8585405) was not returned for evaluation and remains in use. Provided information indicated that while troubleshooting the alarm, the clinician noticed that the yellow line was visible at the connection of the modular cable and pump cable. The loose connection was then fully secured, and the driveline power fault alarm was cleared using the system monitor. Following these actions, the driveline power fault alarm has not returned. The root cause of the reported event could not be conclusively determined. The device history records were reviewed, and the records revealed that the modular cable (lot number: 8585405) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use (rev. C) section 5, entitled ¿surgical procedures¿, provides instructions for connecting the modular cable to the pump cable under ¿preparing, running, and priming the pump¿. These instructions state that to connect the pump and modular cables, first align the inline connection triangles on the connectors to ensure proper pin alignment. Apply firm force to engage the inline connector and rotate the locking nut until the clicking sound stops and the yellow line on the threaded portion of the connector is no longer visible. This section also states that the yellow line should be fully covered to ensure a secure connection. Section 5 also warns that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. Heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including driveline power fault conditions, and the actions to take if the alarm cannot be resolved. The subsection entitled ¿what not to do: driveline and cables¿ describes checking the driveline cable for twisting, kinking, or bending which could cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. Heartmate 3 instructions for use (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. D) section 6, entitled ¿caring for equipment¿, explain how to properly care for the modular cable. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.